Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). It was reported that upon checking the impedances of the patient's device, contacts 10, 14, and 15 were red and labeled "do not use" with impedances of 40,000 ohms. Because of this, they were not able to use these contacts and turn up the sti mulation to the desired intensity.